Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor, causing the service code 204. The cause for the failure was isolated to trunk cable connector j702 on the distribution node pca board. The trunk cable was not securely seated in the j702 connector. The root cause for the trunk cable not being fully seated in the j702 connector could not be positively identified. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.